Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the newly installed system performed a few 2d exposures at the beginning of the calibration with no issues. However, the next few 2d exposures would not expose, even though the led light was lit green, indicating the system was ready for exposure. Also noted that the unit made the audible beeping noise as if the unit was exposing, but no images were taken. Later the functionality was restored, and was able to complete the calibration with no further issues. No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and found logs indicated issue with startup pcb and replaced startup pcb. B01,c02,d02 are applicable the starter upgrade kit was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed starter upgrade kit in test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. 2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.